Event description:
It was reported that during the implanting procedure, a connection issue occurred between the lead and the connector port of the cardiac resynchronization therapy defibrillator (crt-d). High impedance was observed on the lead when the lead and crt-d were connected because the lead was shorter than the crt-d's connector port. The crt-d was implanted. No patient complications have been reported as a result of this event.